Event description:
It was reported that the patient called because she wants someone to be at her appointment in (B)(6). The device has never worked well/ never been effective. About a month and a half ago she started getting constant utis (urinary tract infections). She was taking antibiotics "coming out her rear" and nothing was helping. The patient has never had an infection in her life. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0bn8l, implanted: (B)(6) 2013, product type: lead. (B)(4).